Event description:
Information received indicated that the left siderail would not latch.

Manufacturer narrative:
The hill-rom found that latch cover was bent. He replaced the siderail latch cover to resolve the issue.